Event description:
It was reported that during surgery, the surgeon had an intra-op conversion. No additional details were provided, and no more information is available at this moment.

Manufacturer narrative:
The associated complaint device was not returned. The clinical medical team concluded that no clinical information has been provided to perform a thorough medical investigation. Should any additional medical information be provided this complaint will be re-assessed. Without the actual product involved our investigation cannot proceed. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. If the devices are received in the future, this complaint can be re-opened.